Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used during an airway stent placement procedure in the right lung performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stenosis which had previously been dilated. Reportedly, the patient's anatomy was not noted to be tortuous. During the procedure, the physician encountered difficulty when they deployed the stent. The stent was noted to be ¿bent over itself¿ after it was released and was removed with forceps. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used during an airway stent placement procedure in the right lung performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a stenosis which had previously been dilated. Reportedly, the patient's anatomy was not noted to be tortuous. During the procedure, the physician encountered difficulty when they deployed the stent. The stent was noted to be ¿bent over itself¿ after it was released and was removed with forceps. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An ultraflex tracheobronchial stent was returned for analysis. Visual examination of the returned device noted that just the stent was received, the stent was collapsed in on itself and measured 12mm in length. No part of the stent was broken and the retention sutures were in place. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was noted to be collapsed in on itself. The reported stent deployment difficulties were likely due to procedural factors as the stent was deployed in the patient. However, the cause of the stent collapsing in on itself could not be determined. Therefore, the most probable root cause is undeterminable. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.